Event description:
The event is reported as: the pressure port adaptor broke off during patient use. It's reported that the patient was on bipap and in distress during the alleged incident. There was no way to rescue the cap so the patient continued in distress and the staff had to finally change the entire circuit. The patient is reported in fine condition.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.